Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Cai h, yang f, xu y, et al. A multicenter retrospective controlled study of the pipeline¿ and tubridge¿ flow diverter devices for intracranial wide-necked aneurysms. Frontiers in neurology. 2022;13:1014596. Doi:10.3389/fneur.2022.1014596 medtronic literature review found reported of subarachnoid hemorrhage leading to death after voluntarily discharging, worsening headache, decreased muscle strength postoperatively, stenosis, and internal carotid artery occlusion upon follow up in association with pipeline flow diversion treatment including accessory devices of the navien catheter and the marksman microcatheter. The purpose of this article was to¿  the authors reviewed 39 cases of patients treated for wide-neck aneurysms using pipeline embolization device for flow diversion treatment. Of the 39 patients, the average age was 58.8 years, 22 were female and 17 were male. Patients were divided into two groups: pipeline flow diversion device and tubridge flow diversion device. The patients presented with headache, neurological deficit, tia, or were asymptomatic. All patients were given clopidogrel and aspirin before surgery. Postoperatively all patients received dexamethasone, clopidogrel and aspirin. The article states adjunctive balloon angioplasty was used with the pipeline device. The article states no complications with the navien catheter or the marksman microcatheter. In addition, preoperative average mrs score was 1.15.  The postoperative average mrs score was 0.44. The following intra- or post-procedural outcomes were noted: subarachnoid hemorrhage leading to death 5 days later after voluntarily discharging from the hospital six months post-operative showed one acute ipsilateral internal carotid artery occlusion which was treated with during follow up one patient had stenosis of the parent artery four patients had worsening headache that improved after hormonal treatment post operatively two patients had decreased muscle strength post-operatively and recovered after 48 hours with fluids and volume expansion.